Event description:
Information received by medtronic indicated that the customer reported pump did not turned on after the battery change. Troubleshooting was performed and the issue was not resolved. Customer was advised that the pump will be replaced. No harm requiring medical intervention was reported. The device will be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the 770g ous insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin infusion pump, which is marketed in the united states

Manufacturer narrative:
Pump immediately alarmed a flashing medtronic logo once installing an aa lithium battery. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to flashing medtronic logo. Test p-cap and reservoir locked properly into the reservoir compartment. Unsuccessful in downloading pump history files and traces using thump software due to flashing medtronic logo. Pump was cut open to perform visual inspection and found on the electronic assembly (pcba 1 and pcba 2), force sensor, motor, keypad flex connecting cable, and lithium backup battery. The following were also noted during visual inspection: cracked case, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, label damage, pillowing keypad overlay, corroded battery tube, and corroded battery tube spring. Unable to verify customer's complaint for blank display due to flashing medtronic logo. Unable to download/upload was confirmed due to flashing medtronic logo. Flashing medtronic logo was confirmed due to moisture damage on the j6 and j7 connectors and the lcd flex circuit. Moisture damage was confirmed found on the battery tube, electronic assembly (pcba 1 and pcba 2), force sensor, motor, keypad flex connecting cable, and lithium backup battery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.